Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an inguinal hernia in the left side, causing pain; leading to a reservoir explant procedure. The surgery was performed on an unspecified date.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an inguinal hernia in the left side, causing pain. The reservoir was removed on an unspecified date.

Manufacturer narrative:
Event date: approximated. The reservoir lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.